Event description:
It was reported that customer experienced repeated pump malfunction alarms with no blood glucose values provided and no further incident details available. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and distributor coordinated replacement with a new pump while awaiting device return and further investigation; no additional information was received regarding the outcome of the event.